Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (vertecem ii mixing kit-sterile, part number 08.702.017s, lot number 5b60060). The investigation showed that there was no malfunction of the mixer. The device was dismantled and after that, the mixing-paddle was found movable and therefore fully functional. A possible cause of reported complaint of ¿the vertecem ii bone cement did not mix properly in the vertecem mixing kit¿ may be a result of an inappropriate use. The cement was found in a mixed condition, which is a clearly indication that the mixing-paddle was used at least once, along the agitator. During this process, the cement powder could enter between the mixing-rod and the agitator. When this occurs, sufficient counter-pressure is required to move the mixing rod. According the associated technique guide the blue plunger should be moved back and forth from stop to stop before the first rotating movements as short-term stiffness at the beginning of use is possible. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The manufacturing investigation noted a likely root cause related to improper technique; however, a definitive root cause could not be determined. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is lod. (B)(4). The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spine procedure, the vertecem ii bone cement did not mix properly in the vertecem mixing kit. Mixing was performed at the back table and this device was not used on the patient. A new vertecem ii mixing kit was opened, and utilized. The procedure was completed with no further problem. This report is 1 of 1 for (B)(4).